Event description:
The report received from the (B)(4) indicated that the patient was enrolled in the (B)(4) and had a precise 9 x 30 stent successfully implanted at the target lesion during the study index procedure. The adverse event (ae) reported was a myocardial infarction (mi) forty-eight hours post-procedure. A new st-elevation was reported. The patient was discharged four days after the procedure. The event was reported to be unrelated to the study device/procedure or any cordis product. Coronary angiography was not done. The patient was symptomatic for the index procedure. The target lesion was the bifurcation of the left common carotid artery. The lesion was reported to be: a 99% stenosis, 15 mm. Length, absent of thrombus, 5.5 mm. Reference diameter, severely calcified/tortuous, and eccentric. A 5 mm. Angioguard embolic protection device was used for the procedure. The lesion was pre-dilated. The residual stenosis was 0%. There were no reported procedural complications, or device deviations reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4) study indicated that the patient had a precise 9 x 30 stent successfully implanted at the target lesion during the study index procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Forty-eight hours post-procedure new st-elevation was reported diagnosed as a myocardial infarction (mi) the patient was discharged four days after the procedure. The event was reported to be unrelated to the study device/procedure or any cordis product. Coronary angiography was not done. The patient's medical history includes hyperlipidemia, smoking and hypertension with high risk criteria of age greater than 75. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15416287 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a causal relationship between the stent implanted in the carotid artery and the reported mi. The inherent risk of the procedure combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.